Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the analysis results found that the device was received with the tissue pad detached but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition it was returned with a portion of tissue pad in a plastic bag. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported per user facility medwatch form, mw# 5089970, that during laparoscopic case, the plastic insulated tip of a laparoscopic harmonic scalpel broke off while it was still inside the patient. The instrument was removed from field and the broken piece was accounted for. During in-house engineering evaluation, it was determined that the tissue pad was detached but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.